Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 1.28 volts. The device had reached end of life (eol) battery status and reverted to storage mode with no therapy available. The device was in service for 33 months. The last capacitor reformation had a charge time of 33 seconds. The patient did not hear beeping tones.